Event description:
2 events with 2 different patients. 1. [Redacted]- patient underwent a restylane injection in the operating room on [redacted]. About one week following surgery, patient started experiencing shortness of breath and voice changes and was admitted to the hospital over the weekend of [redacted] with supraglottic edema. A similar situation was encountered that same weekend with a patient who underwent a restylane injection around the same time. While supraglottic edema can happen following injection, it is rare and even more rare to see in two patients. Our team has determined that the restylane was from the same lot number for both of the patients. 2. [Redacted]- [redacted] patient had injection laryngoplasty with restylane in the left vocal cord. Patient was doing well initially after the procedure. [Redacted] patient woke up with cough and had difficulty swallowing his secretions. [Patient] was also having increasing shortness of breath. Pt. Went to the ed [emergency department] and had a bedside flexible laryngoscopy showing significant laryngeal edema and evidence of aspiration. [Patient] was given a dose of IV steroids and admitted. On [redacted] patient was feeling much better. Ent [ears, nose, throat] followed up with him and assessed that patient was safe for discharge home, with resumption of a prednisolone taper which had been prescribed. Patient was discharged to home in stable and improved condition. Concern for restylane injection reaction identified by primary ent consultant--linked to case above.